Event description:
It was reported that the left ventricular (lv) lead exhibited an increase in thresholds since the implant. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: 505da22 mechanical valve, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.